Event description:
Customer reported that the bolus numbers were moving erratically on the display. Customer reported changing the battery, then the keypad stopped responding. Customer stated that the numbers then started ramping on the screen and a button error alarm was returned. Customer did not recall any significant events leading up to the errors. Blood glucose level was over 400 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the functional testing. However, the insulin pump had intermittent button response due to light moisture damage to the keypad traces, minor scratches on the display window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a cracked reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.